Manufacturer narrative:
During the investigation at zoll, the returned autopulse platform (B)(4) failed initial functional testing due to user advisory (ua) 19 (max applied load exceeded) error message. The root cause for the observed ua19 error was defective load cells. The load cell characterization test revealed that both the load cells exceeded the parameters. The cracked cover and defective load cells were likely attributed to user mishandling, such as a drop. The load cells were replaced to address the ua19 error message. Upon visual inspection, noticed cracks on the screw well area of the front and bottom enclosure and a hairline crack on the front enclosure, likely attributed to user mishandling such as a drop. In addition, noticed that one of the head restraints was missing, and the ends of the other head restraint were heavily frayed. The damaged or missing head restraints do not render the autopulse platform non-functional. The head restraint wire could have been cut to free the patient from the platform, or the user could have been lifting the platform by holding the head restraints, likely due to user mishandling. The damaged parts were replaced to address the observed physical damages. During initial functional testing, in addition to the ua19 error message, noticed that the led had no backlight. The root cause for the backlight issue was a defective processor board, likely attributed to the aging of the device. The processor board was replaced to address the observed backlight issue. Upon further testing, the encoder drive shaft did not rotate smoothly and exhibited binding and resistance. The root cause was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to normal wear and tear. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate was replaced to remedy the problem. The autopulse platform was manufactured in 2016 and reached its expected service life of 5 years. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During the investigation on (B)(6) 2021, the returned autopulse platform (B)(4) failed initial functional testing due to user advisory (ua) 19 (max applied load exceeded) error message. No patient involvement.